Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude has dropped from 10 mv down to 2.8 mv.

Event description:
It was reported that the atrial and ventricular lead had dislodged as confirmed by x-ray. The ventricular lead had no capture and were undersensing. The atrial lead had no capture and no sensing. Reprogramming was performed and later the leads were both repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.